Event description:
It was reported the right atrial (ra) lead had progressively increasing thresholds. The pacing amplitude was reprogrammed and the ra lead remains in use. It was noted that the patient is part of the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.